Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial report, the device manufacturer date provided (10/1/2014) was incorrect. The correct date (6/25/2014) is provided in this follow up#2. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). The field service specialist (fss) visited customer site to inspect the unit. Fss worked extensively with customer to recreate issue and was unsuccessful. Fss removed the monitor assembly and reseated ribbon cable connecting display to graphical user interface (gui) printed circuit board assembly (pcba). Fss also inspected display for any signs of cracks or chips and none was found. Fss performed touchscreen calibration as well as removed and replaced the hard drive as precaution. Fss loaded doctors settings and verified date and time. Fss completed the feature activation for ellips fx handpiece and completed all necessary amo signature checklists. All checked within amo specifications. Through follow ups with the field service specialist, she explained that she replaced the hard drive on the unit, then worked with the two operators on customer site. Fss and the two operators worked together and could not duplicate the issue. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that after the first case the whitestar signature system seems to lock up and they were unable to use the screen. Troubleshooting was done and amo field specialist helped the customer to complete the touchscreen and footpedal calibrations, which did not resolve the problem and after first case issue returned. It was stated that the lock up issue occurred twice, once for one operator and one more time for another operator. It was reported that the customer had a loaner and was able to complete the remaining cases for the day. There was no patient involvement reported and no patient treatments delayed or cancelled. This report pertains to the second lock up incident. A separate MDR report will be submitted for the first incident.